Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) device evaluation: the device has been returned and evaluated by product analysis on 07/18/2014 with the following findings: multiple power reset events were observed in the black box; there was one call service alarm and several warnings observed due to discharged battery wear. A test battery cap was used during testing and able to fit properly and maintain an electrical connection. All current draws were within specification. No short battery life was duplicated during the investigation. There was no intermittent condition found to the power circuit.